Event description:
It was reported that the patient had syncope due to complete exit block and loss of sensing. Both the ra and rv leads were dislodged due to twiddler's syndrome. The leads were repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.